Event description:
I have a depuy pinnacle total hip replacement. After the surgery I expected some pain, but the pain I have has limited the amount of walking sitting or standing for extended amounts of time. I also have problems sleeping do to positions. It was only after I had my right hip replaced last fall that the pain is unacceptable.